Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11, e3. Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit and found unit would not generate sufficient vacuum and also found safety disk to be expired. The reason for the low vacuum was the 5000 hr needed to be replaced. The fse replaced 5000 hr pm kit (0040-00-0147) and now the unit generates sufficient vacuum and the autofill failure issue was corrected. The customer released po for 5000hr pm kit only. All functional and safety test was performed.

Manufacturer narrative:
Additional information: customer contact details. (Name, email, phone, department) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during routine check, cs300 intra-aortic balloon pump, english, 220v intra-aortic balloon pump (iabp), showed auto fill failure alarm error. There was no patient involved.